Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent called to report that the customer's insulin pump alarmed failed battery test. The customer kept having to change the batteries. The customer's blood glucose reading was unknown as the customer was away at school during the incident. The caller was informed to call back once the customer was home to troubleshoot. Nothing was replaced or returned.